Manufacturer narrative:
It was clarified on (B)(4) 2018 that the alleged malfunction was not reproducible and the vacuum regulator, muffler, tidal volume disk and safety disk were only replaced as a preventive measure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped pumping during therapy after autofill procedure (without any alarms) and the user couldn¿t start therapy again. They had all signals on monitor but buttons on touchscreen were inactive. They changed the iabp and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped pumping during therapy after autofill procedure (without any alarms) and the user couldn¿t start therapy again. They had all signals on monitor but buttons on touchscreen were inactive. They changed the iabp and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
It was reported that the vacuum regulator, muffler, tidal volume disk and safety disk were replaced. The service engineer then calibrated the iabp and tested it on a service catheter for a few days. The iabp was then released back into clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped pumping during therapy after autofill procedure (without any alarms) and the user couldn¿t start therapy again. They had all signals on monitor but buttons on touchscreen were inactive. They changed the iabp and therapy was continued. There was no patient harm or adverse event reported.